Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. The reported condition was verified. Evaluation observed the customer battery to be low as confirmation of the reported issue. A review of the event history log verified improper shutdown messages as evidence of the reported problem, 'pump powering off on its own'. The problem was determined to be caused by a damaged alternating current (ac) adaptor which was not fully charging the battery. The alternating current adaptor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off without user input. The problem was found in the pediatrics department. There was no patient involvement. No additional information is available.